Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a positive architect total bhcg result of 901.82 miu/ml was generated for a patient. The same patient was redrawn and the architect total bhcg result was negative at <1.20 miu/ml. No fibrin was observed in the initial sample. No adverse impact to patient management was reported.

Manufacturer narrative:
No customer returns were available for investigation. A historical complaint review was completed and no adverse trends were identified for the issue under review. Normal complaint activity for architect total bhcg reagent lot 57901ui00 was observed for the issued under review. Labeling was reviewed and found to adequately address the issue under review or to assist the customer in resolving the issue. Accuracy testing was completed using panels which mimic patient samples. The testing met all acceptance criteria. Based on the evaluation performed, it was determined that architect total bhcg reagent lot 57901ui00 is performing acceptably. No product deficiency or malfunction has been identified.